Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor and sensor updating alerts, log in issues with carelink. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7333, mmt-441a, mmt-7040a, mmt-342g, mmt-1884l. Troubleshooting was partially performed for sensor issue. Advised customer to replace the sensor. Troubleshooting was unable to perform due to customer declined it for log in issue. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was unable to perform due to customer declined it for the reported harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-441a, mmt-7040a, mmt-342g, mmt-1884l. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, force sensor test and displacement test. Unit passed dat at 0.0873 inches. Unit was successfully downloaded using thump. Pump did not successfully upload onto carelink. Pump received carelink uploader not found. Unable to verify high bg's. Unable to confirm total units of normal bolus delivered on 19-jun-2025 due to insufficient data in pump history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: cracked keypad overlay, cracked case, cracked case-corner of belt clip rails, battery tube threads - cracked and scratched case. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No device problem found. Harm reported with no reported allegation of a device malfunction not confirmed. Unable to upload to carelink confirmed, problem isolated to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.